Manufacturer narrative:
The 28mm, 2.5mm diameter locking screw (1405-1028) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with.there was no report of any patient injury or plan for revision. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted. The product identification necessary to review the manufacturing history was not provided. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
It was reported by a surgeon on (B)(6) 2016 that a screw that had been placed during a procedure on (B)(6) 2015, had presented broken during a six month post operative follow up visit (date unknown). The screw was asympotomatic and the patient had returned to full activity. The tmt joint is fully fused/healed. There was no report of any patient injury or plan for revision. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury.

Manufacturer narrative:
The 28mm, 2.5mm diameter locking screw (1405-1028) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. There was no report of any patient injury or plan for revision. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on 08/10/2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted. The specific product identification necessary to review the manufacturing history was not provided; however a DHR review of possible lots was completed. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported. The radiographic evidence submitted with the complaint was re-reviewed on 02/14/2017 and it was determined that the root cause of the screw breaking is most likely a result of non-union of the patient's bone after surgery due to screws being placed in areas and/or using a technique where fusion is not likely to occur. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, lbl 1405-9005 provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
The 28 mm, 2.5 mm diameter locking screw (1405-1028) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. There was no report of any patient injury or plan for revision. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on 08/10/2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted. The specific product identification necessary to review the manufacturing history was not provided; however a DHR review of possible lots was completed. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported. The company will supplement this MDR as necessary and appropriate.